Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017- improper or incorrect procedure or method clarifier against resistance was added to capture the device being pulled out. Medical device problem code 1494- off-label use- patient selection was added to capture the use prostyle in a 16 year old.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 5f sheath hole prior to a coarctation of the aorta (coa) procedure. Reportedly, the suture of the first prostyle device was successfully preplaced. The suture of the second prostyle device was successfully pre-placed, the prostyle device was inserted a bit and the lever was returned to its original position; however, the foot was not able to be fully retracted. Resistance was met during removal attempt. The device was pulled out against resistance and arterial damage occurred with quite profuse bleeding. Bleeding stopped with a 12f introducer, an 8f introducer was not enough. After the coa procedure was completed, hemostasis was achieved with the two pre-placed prostyle sutures. No subsequent problems. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The difficult to open or close was confirmed via the sent picture. The difficult to remove is related to case conditions and cannot be replicated in a lab environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reportedly, the device had trouble when attempting to remove the device from the patient anatomy and used force to remove it. It should be noted that the electronic perclose prostyle instructions for use (eifu),states: do not advance or withdraw the perclose proglide device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. The IFU violation did not contribute to the reported difficulties. The patient was 16 years old. It should be noted that the prostyle instructions for use (IFU), in the special population section 8.0 states the safety and effectiveness of the perclose prostyle smc devices have not been established in the following special patient populations: patients younger than 18 years old. The reported patient effects of hemorrhage is listed in the perclose prostyle instructions for use,as a known adverse event associated with use of suture mediated closure devices. The cause of the reported difficulties and subsequent treatment appears to be related to procedure circumstance. In this case, suture causing the foot to surf distally and remain in the partially open state causing the difficult to open or close and the difficult to remove. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.